Event description:
The customer states that a sample from a patient being tested routinely for total psa generated a falsely elevated result of 10.9 ng/ml on (B)(6) 2010 compared to results of 3.6 ng/ml on (B)(6) 2010 and 4.7 ng/ml on (B)(6) 2010. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k70 architect total psa that has a similar product distributed in the us, list number 6c06 architect total psa. An investigation is in process. A follow-up report will be submitted when the investigation is complete.